Manufacturer narrative:
.10. The system was examined and the reported event was replicated. The switch was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 13, 2011. Based on qa assessment, the product met specifications at the time of release. Switch was received for evaluation. A visual assessment of the returned sample revealed a large crack in the input port. The returned sample was measured for continuity with a dmm. Due to the large crack, functional testing was not performed. The root cause of the reported event can be attributed to the large crack in the switch. How this switch became cracked remains uncertain. (B)(4).

Event description:
A clinical equipment manager reported the system shut down on its own between surgical cases. There was no patient involvement. When attempting to turn the system back on it was not working at all. A back up unit was used to complete the next case.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).